Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 1995 and right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that patient underwent a left hip revision procedure on (B)(6) 2009 due to patient allegations of polyethylene wear, dislocations and instability. It was further alleged that a second left hip revision procedure took place on (B)(6) 2009 due to recurrent dislocations. Legal counsel for patient reported patient allegations of right hip pain, numbness, feeling of "movement" in hip, dysfunction, loss of range of motion and difficulty walking. There has been no reported revision procedure of the right hip to date. A review of invoice history confirmed the initial right hip surgery date; however, invoice history could not confirm the initial left hip surgery. Review of invoice history revealed that an active articulation liner and modular head were implanted during the first left hip revision procedure on (B)(6) 2009. Invoice history further confirmed that the active articulation liner and modular head were removed and replaced with a constrained system during the second left revision procedure on (B)(6) 2009. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was omitted in error on the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-06595 / 06599).